Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received for evaluation. The magnum driver was visually inspected upon receipt, and it was found to be in good overall condition. Also, sleds and cocking slide are worn and discolored and outdated sequencer weldment assembly and cover were identified. The device was functionally tested and failed the stylet sled force test results as out of tolerance due to gun is very dry identified during evaluation causing gun primed and fired with lot of resistance. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported failed device dropped and broken, and the investigation is determined to be confirmed for the identified device primed and fired with lot of resistance issue. The root cause for the reported broken issue cannot be determined as the problem could not be reproduced. The root cause for the identified device primed and fired with lot of resistance was determined to be gun is very dry. During the evaluation, it was also determined that the sleds and cocking slide are worn and outdated sequencer weldment assembly which was likely to contributing to identified device primed and fired with lot of resistance issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2016).

Event description:
It was reported that prior to biopsy procedure the device was allegedly dropped and broken. There was no patient contact.